Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, anxiety, uterine prolapse and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy prolonged periods"), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: recurrent vaginal infections"), the first episode of weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dry skin ("rashes or skin conditions type: extreme dryness"), rash macular ("rashes or skin conditions type: skin spots"), hypertension ("blood or heart disorder/condition type: high blood pressure"), palpitations ("blood or heart disorder/condition type: heart palpitations"), nausea ("nausea,"), dental caries ("dental problems: cavities"), tooth infection ("dental problems: wisdom teeth infected"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), arthralgia ("joint pain"), back pain ("low back pain"), abdominal distension ("bloating"), diarrhoea ("gastrointestinal or digestive system condition type: extreme diarrhea") and abdominal pain upper ("right upper abdomen pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, night sweats, hot flush, dry skin, rash macular, hypertension, palpitations, nausea, dysmenorrhoea, fatigue, the last episode of weight increased, arthralgia, back pain, abdominal distension and diarrhoea had resolved and the vaginal infection, abdominal pain lower, alopecia, vaginal haemorrhage, dental caries, tooth infection and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dental caries, diarrhoea, dry skin, dysmenorrhoea, fatigue, hot flush, hypertension, menorrhagia, nausea, night sweats, palpitations, pelvic pain, rash macular, tooth infection, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, anxiety, uterine prolapse and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy prolonged periods"), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: recurrent vaginal infections"), the first episode of weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dry skin ("rashes or skin conditions type: extreme dryness"), rash macular ("rashes or skin conditions type: skin spots"), hypertension ("blood or heart disorder/condition type: high blood pressure"), palpitations ("blood or heart disorder/condition type: high blood pressure"), nausea ("nausea,"), dental caries ("dental problems: cavities"), tooth infection ("dental problems: wisdom teeth infected"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), arthralgia ("joint pain"), back pain ("low back pain"), abdominal distension ("bloating"), diarrhoea ("gastrointestinal or digestive system condition type: extreme diarrhea") and abdominal pain upper ("right upper abdomen pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, night sweats, hot flush, dry skin, rash macular, hypertension, palpitations, nausea, dysmenorrhoea, fatigue, the last episode of weight increased, arthralgia, back pain, abdominal distension and diarrhoea had resolved and the vaginal infection, abdominal pain lower, alopecia, vaginal haemorrhage, dental caries, tooth infection and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dental caries, diarrhoea, dry skin, dysmenorrhoea, fatigue, hot flush, hypertension, menorrhagia, nausea, night sweats, palpitations, pelvic pain, rash macular, tooth infection, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received: new events: night sweats, hot flush, vaginal haemorrhage, dry skin, skin discoloration, hypertension, palpitations, nausea, tooth disorder, dysmenorrhoea, fatigue, weight increased, arthralgia, back pain, abdominal distension, reporter, patient demographic information, product lot number, concomitant disease added. Previously reported event infection updated to vaginal infection incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, anxiety, uterine prolapse, endometriosis and hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy prolonged periods/abnormal bleeding (menorrhagia)"), vaginal infection ("infections/(bladder/ urinary tract/vaginal) type: recurrent vaginal infections"), night sweats ("hormonal changes describe: night sweats"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), the first episode of weight increased ("weight gain / loss specify which one: weight gain"), arthralgia ("joint pain") and back pain ("low back pain"). On (B)(6) 2014, 2 days after insertion of essure, the patient experienced rash macular ("rashes or skin conditions type: skin spots"). In (B)(6) 2014, the patient experienced nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), diarrhoea ("gastrointestinal or digestive system condition type: extreme diarrhea") and dyspepsia ("gastrointestinal or digestive system condition type: digestion"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and palpitations ("blood or heart disorder/condition type: heart palpitations"). In 2015, the patient experienced dental caries ("dental problems: cavities"), tooth infection ("dental problems: wisdom teeth infected") and tooth extraction ("dental problems: removed"). In 2015, the patient underwent dental caries ("dental problems: cavities"), tooth infection ("dental problems: wisdom teeth infected") and tooth extraction ("dental problems: removed"). On an unknown date, the patient experienced the second episode of weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), dry skin ("rashes or skin conditions type: extreme dryness"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain upper ("right upper abdomen pain") and dyspnoea ("difficult intubation-could not insert breathing tube-manual breathing pump necessary"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, the last episode of weight increased, night sweats, hot flush, dry skin, rash macular, hypertension, palpitations, nausea, dental caries, tooth infection, dysmenorrhoea, fatigue, arthralgia, back pain, abdominal distension, diarrhoea, tooth extraction and dyspepsia had resolved and the abdominal pain lower, alopecia, vaginal haemorrhage, abdominal pain upper and dyspnoea outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, back pain, dental caries, diarrhoea, dry skin, dysmenorrhoea, dyspepsia, dyspnoea, fatigue, hot flush, hypertension, menorrhagia, nausea, night sweats, palpitations, pelvic pain, rash macular, tooth extraction, tooth infection, vaginal haemorrhage, vaginal infection, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: reporter aka added. Events: teeth removal, digestion problem, breathing problem added. Event onset dates and outcome updated. Reporters causality comment added. Concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy prolonged periods"), tooth disorder ("dental issues"), infection ("infections"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, tooth disorder, infection, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, infection, menorrhagia, pelvic pain, tooth disorder and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.